Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. No unexpected audio/beep anomaly was noted. Unable to perform the functional testing due to the keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the buttons are not responding to pressing to stop beeping on the pump. Customer was advised pump will need to be replaced due to keypad anomaly.